Event description:
It was reported via repair work order that both headend siderails were unable to raise and latch due to damaged timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.